Event description:
It was reported to medtronic minimed that the customer reported crack around battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found crack near the battery compartment. No harm requiring medical intervention was reported. Mmt-1884 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with partially broken retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to partially broken retainer ring, missing reservoir tube o-ring and cracked reservoir tube lip. The following were noted during visual inspection: partially broken retainer, missing o-ring (reservoir tube), cracked reservoir tube lip, missing display window/cover, cracked case-corner of belt clip rails, serial number label missing, battery tube threads - cracked, cracked case (battery tube), keypad overlay texture damage, cracked keypad overlay and pillowing keypad overlay. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked case (battery tube) and battery tube threads - cracked were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.